Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. The customer tested some samples a third and fourth time and the results were similar to the repeat results. No specific data was provided. The questionable results were not reported outside of the laboratory. The repeat results were believed, as they were more compatible with the patient's condition. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
On (B)(6) 2022, the customer changed the sodium, potassium, and chloride electrodes. The field service engineer found the tubes were all broken, lots of leakage with severe incrustation, and salt deposits. He cleaned and replaced the tubes. The investigation determined the service actions resolved the issue.